Manufacturer narrative:
Evaluation summary continued: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was a rise in threshold and it was assumed that the lead was dislodged due to abdominal surgery a few months earlier. The lead was partially explanted. Upon removal, it was noted that the insulation was decomposed in the connector area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2005. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.